Event description:
Customer complains, that after a mains power failure of the hospital mains supply the device gave no acoustical alarm. After some minutes the customer was alerted by an ECG-device, which was connected to another energy source.